Event description:
A heath professional reported that, during intraocular lens (iol) implant procedure, the lens was scratched on insertion. The inserted lens had to be cut out and removed and new lens reinserted. Physician believes it was due to a faulty cartridge used to load the lens for insertion. Surgery took slightly longer than usual. No prolonged care was required. No invasive procedure needed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was returned taped inside an opened pouch. The used cartridge was microscopically evaluated. Inadequate viscoelastic was observed in the cartridge. Only a small amount of viscoelastic was observed in the body of the cartridge with a very small amount observed in the nozzle. The tip of the cartridge has a large aneurysm located on the right side of the tip. The cartridge had evidence it was not fully seated in the handpiece. A qualified lens was indicated. Associated handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The reported lens damage could not be verified. The returned used cartridge was damaged. The root cause for the reported lens and cartridge tip damage may be related to a failure to follow the instructions for use IFU). The tip has a large aneurysm on the left side of the tip. Information was provided that ovd was used to fill the top 1/3 of the cartridge (approximately).the IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The large aneurysm may also indicate the lens/plunger were not in accepted positions for advancement. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. In addition, the cartridge did not appear to have been fully seated in a handpiece. The IFU instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Failure to follow this step may cause the lens/plunger to advance incorrectly. It is unknown if qualified handpiece and viscoelastic were used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).